Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, the spring arm screws¿ were released. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The main probable root cause is incorrect tightening of covers side screws during assembly or maintenance. To prevent any similar incident it is recommended to securely tighten the screw covers and perform visual inspection during maintenance as indicated in the device manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, the spring arm screws¿ were released. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.